Event description:
As reported by the field clinical specialist, approximately 8 years and 11 months post transfemoral tavr procedure with a 26mm sapien xt valve in the aortic position, the patient was presented with a failing valve due to calcification resulting in regurgitation, stenosis and paravalvular leak (pvl). The patient underwent a valve-in-valve procedure with a 23mm sapien 3 ultra valve. During the transfemoral valve-in-valve procedure, the commander delivery system balloon ruptured during valve deployment. The team was unable to remove the delivery system through the esheath+ as the device was getting caught at the distal tip of the esheath+. The team attempted to troubleshoot (torquing the delivery system, advancing, and retracting it again), and to remove the delivery system and esheath+ together, but were unsuccessful. The physician performed a cutdown at the groin site to remove the devices. The patient's status post procedure was reported as stable. Per the field clinical specialist, the patient had symptoms of congestive heart failure and shortness of breath. The balloon was fully inflated when it burst. The calcium in the landing zone was severe. The delivery system was prepped with nominal volume. Upon removal of the devices, it was observed that the balloon material compromised and concentrated at distal end of commander delivery system.

Manufacturer narrative:
This supplemental is one of two reports being submitted for this case. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings and h10 have been updated. The device was not returned. An image evaluation was performed on a 3mensio received and revealed the following observations: calcification appeared to be present along, as well as through, the transcatheter heart valve (thv) frame likely due to calcified leaflets. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed based on provided imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. An existing technical summary written by edwards lifesciences documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower structural valve deterioration (svd) rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported similar complaints did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per the technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "approximately 8 years and 11 months post transfemoral tavr procedure with a 26mm sapien xt valve in the aortic position, the patient was presented with a failing valve due to calcification resulting in regurgitation, stenosis and paravalvular leak (pvl)." Review of provided imagery confirmed presence of calcium deposits within the bioprosthetic valve. Tissue calcification is a common failure mode of structural valve deterioration, which can lead to the narrowing of effective valve area (stenosis) and impact proper leaflet coaptation (regurgitation) due to leaflet thickening. Due to limited information, a definitive root cause was unable to be determined at this time. However, it was likely that patient conditions contributed to this event; therefore, the technical summary applicable. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No device or labeling problem was identified during the evaluation. Therefore, no further escalation correction action preventive action, supplier corrective action request nor product risk assessment escalation is required.